Manufacturer narrative:
One tapered screw-vent implant (tsvwb11) was not returned for investigation. Therefore, visual evaluation could not be performed. Upon receipt, cmp and pce will be reopened and updated accordingly. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed since the product was not returned. Pre-existing condition noted on the per is inadequate oral hygiene and poor bone density ¿ type iii. The reported device had been placed on tooth #31 for approximately 4 months. DHR review for the lot (63693095) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. All sterilization activities were conducted with no nonconformities per sterilization records (st # 3235). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the lot (63693095) for similar events and no other complaints about nonconforming events were identified. August post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable as the product was not returned and the exact details of event and patient anatomical conditions were unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvwb11) and mount were returned for investigation. Visual evaluation of the as returned products identified that they were in good condition. There were no apparent signs of wear. This investigation was focused only on the implant as the reported event occurred at tissue level. The device could not be functionally tested for the reported failure (allergic reaction). However, measurements were taken using a caliper, the device was determined to be within device specification. Pre-existing condition noted on the per is inadequate oral hygiene and poor bone density type iii. The reported device had been placed on tooth #31 (universal) for approximately 4 months. X-ray and picture images were not provided. DHR review for the lot (63693095) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. All sterilization activities were conducted with no nonconformities per sterilization records ((B)(4)). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the lot (63693095) for similar events and no other complaints about nonconforming events were identified. September post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or device. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event was nonverifiable as the exact details of event and patient anatomical and physiological conditions were nonverifiable. The following sections have been updated: date of this report, device availability updated, date received by manufacturer, checked "follow-up", checked follow-up type,, device evaluated by manufacturer, manufacturer narrative updated

Event description:
Implant was returned for investigation on 2 dec 2020.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Additional PMA/510(k) number: k013227. Device not returned.

Event description:
It was reported that implant (tsvwb11) was removed due to itching at the lower lip after implant placement. Patient has taken anti-allergic drugs without improvement and implant was removed. Allergic reaction was reported. Swelling was also noted. Tooth location 31.